Event description:
A customer reported that the reflux of the irrigation solution was observed through a unidirectional valve during surgery. The product was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not been evaluated. A root cause has not been identified. (B)(4).